Event description:
Caller reported blood glucose result of 80 mg/dl on customer's compact plus, system, 50 mg/dl lab result within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.